Event description:
Nellcor technical service received a phone call from an individual claiming to be a doctor. Caller claimed a pt had experienced an unspecified burn when the warming blanket was used with an unknown model or type or warming device.